Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspected medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7075110/7074092/7075076.

Event description:
It was reported that the patient had undesired motor stimulation. The patient underwent a lead repositioning procedure. The devices remain implanted and in service.